Event description:
The customer reported to baxter (B)(4) of a 3-gang manifold that leaked after approximately 2 hours of usage at the connection (the conic part) between the gang and the stopcock. The 3 gang manifold was used for administration of diprivan by an alaris syringe pump via prefilled syringe. The flow rate was 5ml at 10 ml/hr and the pressure was not above 0.5 bar. Small cracks appeared in the stopcock and the product leaked out on the sheets and a new setup is prepared. This has occurred in the past and the customer believes it may be due to lipid containing fluids like diprivan. There is no patient/user/other person's injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned 3 used samples and one unused sample for evaluation. A visual inspection was performed and a crack was observed on one luer from one of the returned samples. This product is received from an external supplier and in-coming testing is performed on each lot received. A sample is leak tested at 2 bar for one minute and no defects were observed. When using aggressive solutions such as diprivan/lipid, it is recommended that the maximum use duration will not exceed 24 hours. Replacement recommended within 24 hours according to center for disease control guidelines or institutional procedures. This is also stated on the instructions for use (IFU) of this product. An assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 2 of 3 of the same reported problem from this facility.